Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was 270 mg/dl. Reportedly, a pump reset was performed to resolve the issues. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.